Manufacturer narrative:
(B)(4). Guide wire: command es; sheath: 6 fr 4.5 turmo destination; stent: 7 x 59 mm omnilink elite (x2). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The omnilink elite referenced in is filed under a separate medwatch MFR number.

Event description:
It was reported that on (B)(6) 2015 two omnilink elite stents were deployed in the total occlusion of the common iliac and external iliac lesions without issue. The patient was admitted overnight due to distal clots and was administered tissue plasminogen activator (tpa). On (B)(6) 2015 a supera stent was implanted in the proximal superficial femoral artery. While retracting the stent delivery system (sds) over the command guide wire, resistance was noted at the distal tip of the sds sheath. While viewing angiographically, something 'snapped' and the tip became separated, but remained on the guide wire. The sds was retracted and the tip was removed; however, it was suspected that the sds tip may have caught on a stent strut of the implanted omnilink elite stent, causing damage to the stent strut. A 7 x 29 mm omnilink stent was deployed, covering the damaged stent strut to allow flow. Post procedure the vessel result was noted as very good and the patient condition was good. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent remains in the vessel. The delivery system was returned and the reported tip separation was confirmed. The difficulty removing and damage by another device could not be confirmed due to the condition of the returned device. Based on a visual inspection of the returned product, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that, the difficulty removing, damage to another device, tip detachment and additional therapy appear to be due case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device.